Event description:
(B)(4). Heavy bleeding with large clots, cycle would include six days of spotting, then seven days of heavy bleeding, bloating that lasted 2012 until removal 2015, heart burn, nausea, headaches, achy joins, unexplained rashes, exhaustion, shooting lower abdominal pain, very painful ovulation.

Event description:
(B)(4). All breast tenderness has subsided since removal as well as lower back pain. I have more energy than I have in years, my legs aren't restless at night anymore either. So many symptoms, I realize as the days go on, have gone away. Some, such as restless leg going away, my husband brought to my attention. Even he gets a better nights rest.

Event description:
(B)(4). Every day it is something else I notice, no more brain fog, no metal taste in my mouth, no more dry mouth! It gets better all the time!